Event description:
An impella cp was placed via the femoral artery to support the 69 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage b shock. Any other cardiac and systemic comorbidities are unknown. The patient was transferred from community to tertiary center on the pump support via a helicopter. The tertiary center observed a hematoma to have developed at the site when the patient was admitted in. No blood products were needed and manual pressure was held. The pump was then explanted and escalated to the 5.5 pump. The support is conservatively reported for the hematoma and hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary hematoma/asae: the cause of the access site adverse event was most likely use related to patient movement as the hematoma happened post helicopter transfer and patient movement was stated to have occurred during support per clinical details.